Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by cloudy effluent with fibrin. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. Nine days prior to receipt of this report, pd therapy was discontinued. No additional information is available as the reporter declined to provide further information.